Event description:
Information was received that reported a patient was hospitalized in 2008, due to hyperglycemia. The patient states he awoke on event date with a blood glucose of 340 mg/dl. He changed his set and site and went to work. By 8:30am, his blood glucose was 359 mg/dl. His blood glucose continued to rise throughout the day. That evening, his blood glucose was >450mg/dl and he went to the hospital. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contributed to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report, detailing the results of the evaluation once it is completed.